Event description:
Md attempting percutaneous revascularization of the right coronary artery. Md notes it was extremely difficult to engage this vessel with any guide. Ultimately, a 6-french lima guide with side holes was successfully used. The patient received systemic anticoagulation. The lesions were wired with a 0.014 wire. The distal lesion was dilated with a 2.5 x 12 mm balloon catheter. The proximal lesion was dilated and stented with a 2.5 x 12 mm xience drug-eluting stent. High-pressure balloon inflations were performed throughout the entirety of the vessel using 2.5 mm balloon catheter to 20 atmospheres. The md was unable to pass any stent material distally. The stent became dislodged in the proximal artery. It was crushed there using a 2.75 balloon catheter to 20 atmospheres. Numerous doses of intracoronary nitroglycerin were administered during the case. The patient tolerated the procedure well and was without apparent acute complications.